Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided. (B)(6).

Event description:
It was reported that stent fracture occurred. A 48mm synergy xd drug-eluting stent was used in a procedure. However, the stent was noted to be fractured. There is no further information available.